Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user is currently cleaning his skin protective barrier wipes and then applies the one piece appliance. He has used an antifungal powder in the past. End user was instructed on skin care; crusting technique with stomahesive powder and no sting protective barrier wipes. A return sample for evaluation is not available. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care for noted health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reported several open areas under the tape border. End user reports this began in (B)(6) 2013. He reports these areas have come and gone over the past six months.